Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, it is likely that damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling caused the event. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested events is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Event description:
The device was returned and the estimation found that: there was no image due to noise and that the color tone of the image was abnormal. The initial procedure was therapeutic and completed with a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the endoeye deflectable videoscope exhibited no image and noise occurred due to damaged image cable. There were no reports of patient involvement.